Manufacturer narrative:
Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. An investigation of the device manufacturing records was not able to be conducted by the manufacturer as lot # of the device in question was not known. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported to aesculap inc. That a martin cartilage sciss cvd serr 200mm (part # mb147r) was used during a breast reconstruction performed on (B)(6) 2021. According to the complainant, during the procedure, while the surgeon was cutting tissue, the middle of the screw fell into the patient and half of the scissors right blade broke off. The surgeon was able to retrieve the screw in time, however, the case was delayed by approximately twenty (20) minutes. Reportedly, the surgeon was able to remove the screw and blade with pickups, and then the procedure was able to be continued and successfully completed using a different manufacturers device. No additional x-rays were required. The complaint device was not returned to the manufacturer for evaluation. The adverse event is filed under aag reference xc (B)(4); cc (B)(4).